Event description:
It was reported that a 27mm navitor vision valve was selected for implat on (B)(6) 2025 using a large flexnav delivery system. The patient's annulus was 75.5mm, the perimeter was 24mm, the area was 447mm^2, and the left ventricle outflow tract (lvot) was 70.2mm. During deployment the valve jumped. A pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. The patient's aortic valve angle was 49 degrees. The starting implant depth at 80% was 1mm from both the non-coronary cusp (ncc) and left coronary cusp (lcc). The implant depth at release was -5mm from the inflow portion of the valve. As the valve was released from the delivery cable the valve migrated to the sinus of valsalva (sov). The valve was snared above the sinotubular junction (stj). A second 27mm navitor vision valve was implanted valve-in-valve using a second large flexnav delivery system. The user believed the migration was caused by the narrowing of the lvot. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration and device malposition could not be conclusively determined. The reported surgery and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.